Event description:
It was reported that the customer had blood glucose levels of 448mg/dl. Customer treated with manual injections. The customer requested that their insulin pump be replaced. No additional information was provided.

Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test. During the prime test, the max fill reached alert function properly. No max fill reached alert anomaly noted during testing. Unit had cracked reservoir tube lip.